Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system would not boot up. Fse found that the actual cause was to be with frame grabber card failed to initialize. The review of the log file shows that there are structural soldering issues found on the soldering bumps of the f-chip, which is being used as a component on the frame grabbers cards. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Fse replaced flex vision pc to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method codes were corrected.

Event description:
It has been reported to philips that the system would not boot up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.